Event description:
A 91 year old male admitted with altered mental status following motor vehicle accident. Pt with complications of syncope/dizziness. On evaluation, found lead to have insulation failure. Lead was replaced.